Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device unit was broken and therefore the resolution was inadequate and the video cable was broken and therefore the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited the charged coupled device unit broken, inadequate resolution, video was cable broken and image was not displayed. There was no patient involvement.